Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump was not able to switch on even after changing battery. Customer¿s blood glucose was unknown at time of incident. Insulin pump will not be return for analysis.

Manufacturer narrative:
Device passed displacement test. Device tested ok.